Manufacturer narrative:
A review of the image result files showed that reactions appeared as reported by the instruments. The presence of the c antigen was confirmed on retention products. No patient sample was available for further investigation. The product is performing according to specifications.

Event description:
A customer reported obtaining unexpected negative reactions with capture-r ready-screen (3), lot r585, and capture-r ready-ID, lot id244, on the echo instruments.